Manufacturer narrative:
(B)(4).

Event description:
The ins battery depleted prematurely. It was unknown why the battery voltage was higher since the ins reached eos, the eos/eol message displayed. At the patient¿s follow up appointment on (B)(6) 2013 the patient had no symptom control. The doctor found out the device was at eos and was able to perform a full impedance check showing some high impedances among contacts: c0 (5716 ohms), c1 (5504 ohms), c2 (5769 ohms) and c3 (6219 ohms) measured at 3.0v. The therapy impedance was at 685 ohms and 5.4 ma. It was thought that since the case combination values had the high impedances, there was likely that the lead or extension as compromised. The battery voltage showed 2.89v which does not correspond to a device at eos. The patient claimed that she has not had any improvement in symptom control since the device was implanted. The stimulation was currently off. The current therapy parameters were 1- 2+ 3.8v 120us and 185hz. A product failure occurred. Longevity was calculated which showed eri at 16.76 months and eos at 19.76 months, this did not match the current status of the battery. The patient outcome was noted as steady. Additional information has been requested.